Event description:
It was reported that during an ovarian resection procedure, after using about 30 minutes, the proximal part of the blade was broken off out of the patient's body. Also error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.